Manufacturer narrative:
The insulin pump was received with a blank display due to case cracked behind the pump near the battery compartment, case cracked behind the pump at the corner of the belt clip rails, and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss due to blank display. The pump was also received with missing display window cover, stained keypad overlay, serial number label faded, end cap address label faded, scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm with prior low battery alarm. Customer reported that the battery cap was normal. This was the second occurrence of the replace battery alarm with low battery alarm. Insulin delivery was stopped due to low power. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.